Event description:
An attempt was made to monitor the ECG of a pt complaining of shortness of breath. Reportedly, when the device was powered on a service indicator was displayed and the device would not display the pt ECG either through ECG leads or paddles. The pt was transported without further incident. The facility stated that pt outcome was not affected by the reported event.